Event description:
It was reported that the patient is experiencing difficulties charging the ipg. As per the physician, the ipg moves around the ipg pocket site. Surgical intervention took place to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.